Event description:
Physician and nurse was assessing the patient. The "bd alaris pcu" (brain) read "channel error" in addition to "bd alaris pump" (ear) reading "channel error." Pumps were flashing red and stating "error," pumps were not infusing IV medications. Bd alaris pcu & pump immediately removed from patient care. Pcu serial no: (B)(4). Pump serial nos: (B)(4). Waiting for follow-up from the nurse to see if patient had a change in vs due to pump failure.

Event description:
Physician and nurse was assessing the patient. The "bd alaris pcu" (brain) read "channel error" in addition to "bd alaris pump" (ear) reading "channel error." Pumps were flashing red and stating "error", pumps were not infusing IV medications. Bd alaris pcu & pump immediately removed from patient care. Pcu serial no: [sn redacted]. Pump serial nos: [sns redacted]. Waiting for follow-up from the nurse to see if patient had a change in vs due to pump failure.